Manufacturer narrative:
(B)(4). (B)(6). As the titanium adaptor was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the titanium adaptor because disconnected from the catheter. The registered nurse (rn) stated the catheter became caught on something which caused the separation. The rn indicated the titanium adaptor was sterilized and reconnected. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.